Manufacturer narrative:
Handpiece will not be returned to the manufacturer for investigation based on this event. A product return was requested, but the account advised that the device later worked to specifications when used with another handpiece cord. The reported condition of the device overheating cannot be confirmed without the product being available for evaluation.

Event description:
It was reported that the handpiece began overheating during a surgical procedure. The case was completed with another device. There was no medical intervention required. There were no adverse consequences reported as a result of this event.